Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the unit was making noise when turned on. It was checked and found the noise they were hearing was the monopolar discharging. It was showing an output in the electrical surgical unit (esu) analyzer when not engaged. No patient involved.